Event description:
The account alleged the bed has no head hi/low up or head up functions. He is the third maintenance person to work on this bed and isn't sure what was done to the bed before he took over troubleshooting.

Manufacturer narrative:
Repairs have not been completed.